Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had an unresponsive button or keypad issue on the insulin pump. Customer stated that the esc keys and lower right key cannot be used. The customer's blood glucose is normal and did not require medical treatment.

Manufacturer narrative:
The insulin pump was received with unresponsive act and escape buttons due to unlock lcd keypad connector however, the buttons responded properly after locking lcd keypad connector. The insulin pump had minor scratched display window and cracked reservoir tube lip.